Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 186 mg/dl using her contour ts meter. She retested using an elite xl meter and received a reading of 86 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results were within the normal control range. The customer used the last of the suspect test strips while testing, so no product is available for return.